Event description:
Rptr developed itching on hands and face, nose, eyes, ears, tongue, throat, after wearing latex gloves. No other gloves were available during an emergency trauma in the ER had to wear these latex gloves for 2 hrs. After 30 mins of returning from the ER. Rptr went into an anaphylactic allergic reaction, including asthma and hives. Went back to ER as a pt receiving 2 epinephrine shots, tagament, benadryl, breathing treatments and prednizone to go home on. Told the allergist about the reaction and asked to be tested to see if it was the latex or the powder in the gloves. It was a class IV latex allergy. The rptr got an order for the hosp to get non-latex gloves. Was okay for a few years but experienced more and more sensitivity to latex exposure. In 1998 had an anaphylactic reaction to walking into the ICU, went back to ER again with same medications as before. In 2001 had anaphylactic reaction at hosp in respiratory office. Rptr went back to ER with same medications. Had to report to health nurse and occupational physician, was then informed that it was too life threatening for them to even be in the hosp and get rptr's belongings and leave. Physicians said "I'm telling the rptr, the rptr has no career or job."